Event description:
The customer reported that the system kilovolt and ma shot way up and displayed white images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative was unable to reproduce the reported issue but replaced the video controller printed circuit board. The system was tested and found to be working as intended and put back in service.